Event description:
Customer reports via phone that during a cardiac cath procedure,the tubing detached from the tip of the syringe, spraying fluids on the staff, who were gowned with personal protective equipment (ppe) attire. No pt or procedural info available at this time. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.